Event description:
Alert 2022040292 - a software behavior difference has been identified between pc unit version 12.1.2 software and previous software versions with respect to the number of digits displayed after the decimal point for a derived (i.e., calculated) flow rate below 10 ml/hr. FDA safety report ID# (B)(4).